Event description:
Pt with abdominal surgical wound was treated using v.a.c. Therapy at home starting in 2008. She developed an infection requiring the physician to perform exploratory surgery to find source of the infection. He removed a piece of granufoam dressing from the wound.

Manufacturer narrative:
V.a.c. Therapy safety info concerning foam placement and foam removal states, foam removal: "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."